Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of gastric pylorus and ileum in a pancreaticoduodenectomy procedure, the green bar was visible in the indicator window of circular stapler but did not cut and fire. Another circular stapler was used to complete the case. When stomach and pylorus were disconnected, open stapler was also used but black pusher thumb piece could not be move and it did not fire either. New open stapler handle and reload was used to complete the case. There was no patient injury.